Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of split microintroducer is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer sheath were returned for evaluation. Visual observation of the photographs shows fully assembled microintroducers. The distal tips of the microintroducer sheaths appears to be split. No other damage can be discerned from the photographs. No use or blood residue is observed in the photographs. The two photographs returned are observed to be two distinct devices; therefore, two samples were confirmed. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that microcatheter sheath damage was discovered during catheter placement. It was reported this occurred with two devices. This report addresses both devices. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.